Manufacturer narrative:
This report is submitted on may 31, 2024.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to incorrect placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 05, 2024.